Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that there was leaking water out of the reservoir. There was no additional information provided.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a noisy pump, a bad speaker on pcb (printed circuit board) and a cracked tank cover. The customer stated problem was duplicated, the device leaked water from the reservoir confirming the customer complaint. Replaced: pump, pcb, membrane switch, drain fitting, tank cover, line cord, pole clamp, and main block. The cause of the reported problem was traced to customer damage of the device. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.